Event description:
This customer reported intermittency between the therapy cable and the therapy port. There was no report of pt involvement.

Manufacturer narrative:
This customer reported intermittency between the therapy cable and the therapy port. There was no report of pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.